Manufacturer narrative:
The device was received with detached end cap. Unable to perform functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to detach end cap. The insulin pump was received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tubelip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the driver support cap was protruded. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not delivering and the insulin pump did not alarm. The customer also reported that they experienced high blood glucose of 500 mg/dl and they treated with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.